Manufacturer narrative:
Reporting address state & institution phone #: (B)(6).

Event description:
It was reported when powered on, the ventilator had error codes indicating 3.3 volt supply failed, motor control (mc) board analog to digital converter (adc) failed, 5 volt supply failed, 35 volt supply failed and over voltage protection (ovp) circuit failed. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the mc board to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
H10: the visual inspection of the customer returned motor controller printed circuit board assembly (mc pcba) revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the mc pcba into a fi ventilator to duplicate the reported issue of 3.3 volt (v) circuit failure alarm occurred. The fi technician identified the 3.3 volt (v) circuit failure alarm occurred was caused by a component failure u10 on the motor controller (mc) pcba created 1117, 111d, 111b, 1127, and 1118 error codes.